Event description:
It was reported by the customer that during use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. The unit did not charge batteries because the iabp console was not properly seated in the cart. There was a patient involvement and no harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event, a follow up report will be submitted. Event site name: (B)(6) hospital.

Event description:
N/a.

Manufacturer narrative:
Additional contact details - (B)(6). Updated fields - a2, a3a, a4, b4, d9, e2, e3, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields - g2, h6(component codes) a getinge fse spoke to the biomedical engineer from hospital on phone. He guided the biomedical engineer to properly dock the console into cart. It was observed that the unit then properly charged.